Event description:
It was reported that a peritoneal dialysis patient passed away. The cause of death was not reported. It was not reported if pd therapy was ongoing until the time of death or if the patient was connected to the homechoice device when they passed away. It was not reported if an autopsy was performed. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). Upon further investigation, it was reported that the cause of the patient¿s death was complications due to cardiac disease and myocardial infarction (mi). One day prior to death, the patient experienced an mi and was hospitalized for the event. Treatment for the mi was unknown. The patient died in the hospital the following day due to cardiac disease complications and due to the mi. Peritoneal dialysis (pd) therapy remained ongoing up until the time of death. It was unknown if the patient was connected to the pd machine at the time of death. It was unknown if the patient was using his own pd machine or the hospital's pd machine. An autopsy was not performed. It was unknown if an esrd (end stage renal disease) death certificate is available. The device was received for evaluation by the baxter product analysis laboratory (pal). A review of the service history and the event history log was performed. Upon performing these reviews, no issues were found that could be related to the reported event. The device was tested and passed the homechoice return instrument test/ evaluation (rite) electrical test and was determined to meet electrical performance specification requirements. The device failed the rite functional test due to failing the display verification only test. Therefore, the device was determined not to meet rite functional test specifications, however, the display issue encountered (missing pixels) would not have caused or contributed to the reported difficulty. An external and internal inspection was performed which revealed no anomalies. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue of patient passing away. Per pal evaluation, the cause is undetermined. The pd nurse confirmed that the patient did not have a peritonitis event at the time of death and that there were no overfill, iipv, or high drain alarms prior to the patient's death, therefore, the homechoice is no longer considered suspect product in this event. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been returned. Should additional relevant information become available, a follow-up will be submitted.